Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that during chemotherapy of imfinzi, nurse opened vent, vent detached from set and drug spilled out of the air vent. All involved where wearing ppe and no exposure to patient or staff. No injury reported.

Manufacturer narrative:
(B)(4). One (1) used sample with packaging was returned for evaluation. The vent cap was noted to be open upon arrival. The air vent was closed and the sample was tested for leakage per specification with passing results. The air vent did not leak or fall off the set. The defect of leaking was not confirmed on the returned set. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.